Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise and decreased impedance measurements. Approximately two years later the rv lead continued to exhibit noise and the impedance measurements continued to decrease. It was also noted that the rv threshold measurement had been fluctuating. A revision procedure was performed where the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.